Event description:
It was reported that a user experienced hyperglycemia with blood glucose increasing from 250 mg/dl upon waking to 338 mg/dl after breakfast while using the ilet with a steel infusion set and a recent supply change; the user reported no leakage or odor at the infusion site and no device alerts or alarms. Symptoms included elevated blood glucose. Outcomes included user-requested follow-up and self-monitoring without clinical intervention or hospitalization. Investigation included troubleshooting and education with confirmation of meal announcement entry and infusion site inspection by the user. Investigation of this case revealed no evidence of device malfunction or infusion site failure based on user checks and absence of alarms. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.